Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer¿s practice as described is not covered by our IFU hence is considered off label use. It may be of value to review their procedures and protocols to assure proper practice. A review of specimen handling parameters should be reviewed for this tube type. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed. The photos did not identify a specific product issue. The customer¿s practice as described is not covered by our IFU hence is considered off label use. It may be of value to review their procedures and protocols to assure proper practice. A review of specimen handling parameters should be reviewed for this tube type. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® sst blood collection tubes the zinc ion value is higher in the tube manufactured in bd suzhou than in the tube manufactured in bd sumter and bd plymouth. The following information was provided by the initial reporter: customer found the test result of patients' blood samples in bd suzhou tube their zinc ion value is higher than bd sst (sumter made) and sst ii (plymouth made).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst blood collection tubes the zinc ion value is higher in the tube manufactured in bd (B)(4) in the tube manufactured in bd sumter and bd plymouth. The following information was provided by the initial reporter: customer found the test result of patients' blood samples in bd (B)(4) tube their zinc ion value is higher than bd sst (sumter made) and sst ii (plymouth made).